Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had poor air and water supply. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that a foreign object was clogging the nozzle. Due to this clog, the draining function was reduced, and the air and water supply was insufficient. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that the bending angle in the down direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was also observed that there was an abnormal sound made due to damage on the up and down knob as well as body control unit damage. It was observed that the adhesive on the bending section cover had a chip and crack due to chemical and physical stress. It was also observed that the universal cord and connecting tube had a wrinkle due to chemical stress. It was observed that the paint on the air and water cylinder was peeled. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: up and down knob, lock engagement lever, lock engagement lever knob, plastic distal end cover, scope connector cover, scope connector, protector of universal cord on the scope connector side, protector of the universal cord on control section side, universal cord, image guide protector, right and left knob, connecting tube, scope connector cover, grip, switch box and on the control unit. Due to the nature of this reportable event, the customer was asked to provide the cleaning sterilization and disinfection (cds) processes performed at the user facility. After several attempts, this information was unable to be obtained. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material in the nozzle occurred due to insufficient cleaning (handling problems). However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿[inspection of the endoscope]. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]. Inspection of the spray valve function. (A)inspection of the water feeding function cover the spray valve hole with your finger. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function. Cover the spray valve hole with your finger. Depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image.¿. Olympus will continue to monitor field performance for this device.